Event description:
Alung technologies, inc. Received a report of a patient experiencing ischemia of the extremities and compartment syndrome as a result of placement of the hemolung catheter. Eua hemolung therapy was not discontinued as a result of this event.

Manufacturer narrative:
This patient information was not provided. Alung technologies, inc. Manufactures the hemolung ras and catheter. The incident occurred in (B)(6) . Through review of the expanded access form, it was reported that the patient experienced compartment syndrome or ischemia of arms/legs. Site staff reported that the patient consistently had hemolysis issues and bleeding at site once placed on therapy. The data log from therapy has been retrieved and reviewed by both clinical and software engineering staff. No abnormalities were noted within the co2 removal and blood flow graphs. Therapy was provided as intended. No CAPA was opened because of this event. Compartment syndrome or ischemia of arms/legs are known possible complications that can occur during extracorporeal therapy. Examination of the controller data log shows that therapy was provided as intended. Alung technologies, inc. Will continue to monitor any issues as they are reported. This MDR is being filed in response to a retrospective view of all alung technologies, inc. Complaints, which identified that the reporting decision for this complaint was not correct. This MDR is being filed retrospectively to correct the error in the reporting decision.